Event description:
After prepping and draping the patient for surgery we tried to attach the patient's arm to the spider arm holder. The spider malfunctioned and would not lock into place to hold the operative arm for the surgical case. Manufacturer response for positioner, smith and nephew (per site reporter): we sent it in on an exchange program.